Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while working on the stomach on a gastrectomy, the device was not able to fire. Surgeon replaced the hand le with a manual stapler. No patient injury.